Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of an unrestricted flow. At an unspecified time in the cardiac catheterization lab, the device was programmed to deliver 250mg of angiomax in 50ml at a rate of 999ml/hr and a volume to be infused (vtbi) of 12ml. The IV tubing was attached to the patient's peripheral IV line and the device was powered off. The nurse returned "minutes" later, and noted the solution bag was reportedly empty. The device remained powered off. There were no reported adverse patient effects and no medical interventions were required. A partial thromboplastin time (ptt) was obtained and the value was greater than 340 seconds. Reportedly, "this is where we expect it to be for this type of procedure." Though requested, no additional information was provided.